Event description:
It was reported the customer had gone into a diabetic seizure his first week on the insulin pump. It was also reported the customer was having low blood glucose with the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.